Manufacturer narrative:
B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that a patient underwent an umbilical hernia repair on b)(6) 2011 and absorbable staples were used to fixate the mesh. The patient complaint of pain and was diagnosed with a recurrent hernia on b)(6) 2013. The defect was repaired on b)(6) 2014. Additional information has been requested.